Event description:
It was reported that the patient experienced breathing distress during the initial incision and drilling for a burr-hole, on a deep brain stimulation (dbs) implant procedure. The physician regulated the patients breathing, yet, could not assess the cause for the patients respiratory issue and decided to abort the procedure. The patient did well post-operatively.